Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error during normal use but that the error occurred six months prior to this phone call. Customer also indicated that the pump goes through batteries very quickly however, customer was not using the recommended (B)(6) batteries. Customer's blood glucose was unknown at the time of incident. Troubleshooting advised customer to use the correct batteries and to follow up if another button error occurs. No further information was given.